Event description:
It was reported that the deep brain stimulation (dbs) patient presented for a routine follow up visit, during which the battery site appeared infected. The patient exhibited inflammation, swelling, and erosion at the battery site. The physician determined that a washout procedure and battery replacement were necessary. The patient subsequently underwent a washout procedure and an implantable pulse generator (ipg) revision. Antibiotics were administered, and cultures were collected; however, the results were not disclosed. The patient is recovering as expected postoperatively. The explanted device will not be returned to boston scientific, as it was retained by the facility.

Manufacturer narrative:
Block b3: approximation: event started a few weeks before the aware date. Block d2b: additional applicable product code: nhl.